Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the incident. The customer stated that the insulin pump had an insulin flow blocked alarm. The customer reported that the alarm did not occur during fill tubing and was resolved by changing complete set. The customer reported that the needles were bent out of the package. The insulin pump will not be returned for analysis.